Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the blood glucose monitor has provided inaccurate bolus advice and there are missing blood glucose results in the history. No adverse event was reported. The alleged product was requested for evaluation.